Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced keypad due to unresponsive keys. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy front case with keypad 8015 m2. A review of the device history record for sn (B)(4) was performed from 10/10/2019 to 09/01/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported keypad issue. It was reported that there was no patient involvement.